Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the heat exchanger leaks. As stated on the repair statement additional malfunction on this device: on/off switch on the control panel has no alarm.